Event description:
It was reported that the customer had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 527 mg/dl. Caller reported that the customer had nausea and was vomiting prior to hospitalization. Caller also reported that the infusion set was cracked and leaked insulin. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.